Manufacturer narrative:
Submit date: 09/07/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports blood leakage was found at the venous port of the catheter during dialysis treatment for the patient.

Manufacturer narrative:
Submit date: 02/08/2017. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Sample was received for analysis and investigation. The catheter came inside a generic plastic bag and did not present signs of use and the blue adapter was detached from the extension and it was not presented in sample returned. Additionally the red adapter did not present any problem. Additionally the sample was returned with 2 dilators (10 and 14), an introducer needle and a guide wire. Based on the available information, it can be concluded that product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. Should additional actions are required; this complaint will be updated accordingly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.